Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed power pcb. Device was intermittently power cycling during evaluation. Bcm and wire connections were checked and acceptable. Intermittent power cycling can be attributed to failing power pcb board. Replaced pcb assembly. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related.

Event description:
It was reported that the sensica urine output system kept rebooting on its own. Would boot to the green patient screen and then power cycle and repeat. Device would be sent to the depot for assessment of the touchscreen and internal components.